Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake. The customer reported the following led up to the event was no troubleshooting was identified. The event involved product(s) mmt-1880l, mmt-332a, mmt-975. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. The customer reported low blood glucose. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer believes the pump was over-delivering. No further patient complications were reported. Mmt-1880l was requested and the customer response was the device will be returned. Product return requested for mmt-332a. The customer declined to return or was unable to return. No product return was required for mmt-975.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted during testing. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked belt clip rails, corroded motor home switch. Please see below for the boluses listed on the event date 25-jun-2024 in the pump history file. 06/26/2024 08:25:01.000 normalbolusdelivered (220). Systemtime = 06/26/2024 08:25:01.000. Bolusprogrammingmethod: boluswizard (1). Bolusamountdelivered: 188000 (18.8 u). 06/26/2024 09:17:47.000 normalbolusdelivered (220). Systemtime = 06/26/2024 09:17:47.000. Bolusprogrammingmethod: boluswizard (1). Bolusamountdelivered: 70000 (7 u). Pump passed functional testing and no alarms or alerts noted during testing. Possible over delivery anomaly was not confirmed. Cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.